Event description:
It was reported via remote transmission that high rv pacing lead impedance was observed. The lead was explanted due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.